Event description:
The hcp reported, the patient required removal of bilateral dbs system implants due to complications from infection; both systems had been removed due to infected hardware. The right-sided system was explanted in 2008, and the left-sided system was removed ten days later. Review of consultation notes shows that subsequent to explant his condition had deteriorated; he had worsening dystonia and had suffered aspiration pneumonia, hypoxia, and mental status changes. While being treated with antibiotics, the patient was taken off of antidepressant medications and had been significantly depressed with suicidal ideation. Post-explant, the patient had also received physical and occupational therapy; he experienced extensive body spasms throughout the day and received treatment with medications. At follow-up in 2008, symptoms of muscle spasms, posturing and dystonia motion were noted. The patient had good muscle strength and was alert and followed commands. A limited medication list showed treatment with flexeril, baclofen, artane, and clonazepam, ambien, oxycontin, habitrol, linezoid, neurontin, tylenol and ibuprofen. The patient had "failed with deep brain stimulator" therapy and injections with botox would be considered. The hcp reported on 03/05/2008, it was unknown if the patient continued to receive antibiotic therapy; he was being managed with oral medications for dystonia. It was unknown if a dbs system would be re-implanted. Refer to MFR report # 6000153-2008-00133, #6000153-2008-00786 and 3004209178-2008-01578.

Manufacturer narrative:
.